Event description:
It was reported the customer had a discrepancy between their sensor glucose and blood glucose readings. The customer stated their sensor glucose would rise, but his blood glucose would be fine. The customer also stated their sensor glucose reading would go below 40 mg/dl and their blood glucose would still be fine. Customer declined to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.